Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03784. The patient received 2 scs leads with different lot numbers. It was reported, the patient's scs system was scheduled to be removed due to the patient not receiving effective stimulation. There was a possibility the scs leads had migrated. Follow-up identified the scs leads were "too lateral" per the surgeon and the patient's scs system was removed.